Manufacturer narrative:
Updated fields: b4, b5, e1 (event site name), g3, g6, h2, h6 (medical device ¿ problem code, type of investigation, investigation findings, investigation conclusions), h11. Initial reporter: (B)(6). Due to characterization limit e1: event site name: (B)(6). Inspection conducted by a getinge field service engineer (fse) showed normal startup, normal inflation, and the unit passed system tests. The screen connection cable was subsequently re-plugged and secured. After a week of continuous startup, inflation, and testing, everything was normal, indicating the machine is functioning correctly. The unit passed all factory-required tests and has been returned to the customer. The fault could not be reproduced, but the customer was able to confirm it in the logs.

Event description:
It was reported by the distributor and installation engineer that during the installation of the new cardiosave intra-aortic balloon pump (iabp) was unable to start normally. The fault code #137 and code #139 were detected. No patient was involved.

Manufacturer narrative:
(B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by distributor & installation engineer that during installation, the cardiosave intra-aortic balloon pump (iabp) was unable to power on. No patient involved